Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 115 mg/dl. The customer stated that the insulin pump was not working. It was reported that the insulin pump failed battery and also had vibrate anomaly. The troubleshooting was advised to insert the new battery. Customer states the display did not return. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to burned damage on electronics and motor assembly. No audio or vibrate anomaly noted.